Manufacturer narrative:
Investigation results: the complaint of plastic material on the catheter could not be confirmed as no photograph or physical sample were provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint was confirmed for one of the two reported occurrences from this customer. Reference investigation record #(B)(4). Although no samples were provided for investigation and the manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc foreign matter- plastic on needle. The following information was provided by the initial reporter: small piece of pink plastic was found on catheter after opening the package. From the picture, it looks like the same plastic that the hub is made out of. This was identified prior to the IV being used on a patient. Is that a piece of plastic from the hub or is this a catheter shear? It was a lose piece of pink plastic. Was this observed in one piv or multiple? It was observed in a second IV catheter however it was a white piece of plastic and we didn't get a good picture cause it feel off when it was touched. Was this observed right out of the package, prior to use? It was observed right out of the package. It was observed prior to use. When the nurse went to insert the catheter she noticed it. Since identifying the catheter issues, the perioperative nurses have been particularly attentive to the catheters and have noticed additional minor problems with the same lot number. For example, they observed bends in the needles before insertion and reported difficulties threading them into veins, which often resulted in the veins blowing easily. Notably, the nurses reporting these issues are among my best IV starters.